Manufacturer narrative:
A2: age: 88, sex: male. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
End user states "he has been cathing for 18 yrs due to neurogenic bladder, caths 3 x day. He has been using this catheter for years. He said he has "gotten 2 utis in the last 2 months" and doesn't know why, unsure if the catheters are causing this and he called to speak with a nurse." He states he "has not gotten any diagnosed utis, when he notes his urine is cloudy and confirmed with him this is his only symptom - his wife will check his cath'd output with a over the counter urine strip from cvs which shows leukocytes and nitrates and those have been coming up positive when they check when he has cloudy urine. They have made calls into his pcp when they see he is positive on the at home test and he has been prescribed amoxicillin and bactrim to take each time this cloudiness is seen and these have work to clear his urine's cloudiness. He has not done a urinalyses and urine culture. He is not constipated but does not drink much water he admits and if he drinks more water sometimes that cloudiness will clear up on it's own. He is not on fluid restriction. He also takes over the counter d- mannose to prevent utis. Denies any history of kidney/ bladder stones." End user was advised to follow up with his urologist about this especially as he said this is new hasn't had this happen in the past. It was also explained to him that bacteria can be expected in someone who caths and in order to not put him at risk for antibiotic resistance he should follow-up with his urologist. His cath technique was reviewed and he said he "uses gloves but sometimes will put on gloves after washing hands but then touches his belt buckle, different surfaces prior to using them to cath with." It was explained to him proper hand hygiene technique and he does use the no touch sleeve. He does not always use the antibacterial wipes on meatus and he was advised on why those can help as well to reduce uti. End user was advised to remove catheter slowly to make sure he is fully empty each time. Denies any abnormalities with the catheters themselves. This emdr covers the second uti from unknown lot and market unit.